Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic transanal intestine anastomosis, after performing the anastomosis, the needle was lost in the patient's intestines and could not be located.